Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found that the shuttle pressure was greater than +/- 4. The fse adjusted the transducers to bring them into specification and returned to the event site on the following day to verify the values did not drift. The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed ¿maintenance required code # 3. It was not reported under which circumstances the event occurred; however, no patient involvement or adverse event was reported.